Manufacturer narrative:
Device is not available for investigation. Investigation report is not yet available at time of this report.

Event description:
Incident reported as: that during the procedure, the bullet came off the device. No patient injury or intervention reported. No further info available.